Event description:
It was reported that before an iliac stenting procedure, the perclose proglide sutures were deployed using a preclose technique in the right common femoral artery (cfa). Reportedly, the suture broke. Three additional devices were used with the same results. Another four proglides were successfully deployed using a preclose technique and after the interventional procedure, the sutures achieved hemostasis. A 7f sheath was used for the procedure. The physician reported a 30 minute delay in the procedure as four additional devices had to be deployed. There was no adverse patient sequela reported. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the plunger with the anterior needle was the only component of the device that was returned for evaluation. The suture break could not be confirmed as the suture was not returned. The analysis indicated a cuff to needle tip detachment occurred as the anterior needle tip did not have a cuff attached and the needle barb was damaged. This finding indicates the cuff was captured and had detached at some point during use. A cuff miss can have the same result and may appear to the user as a suture break. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the other perclose proglide devices reported are being reported under other medwatch manufacturing report numbers. The device has been received. The device investigation is pending. A follow-up report will be submitted with all additional relevant information.